Manufacturer narrative:
A good faith effort will be made to obtain this information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had an overstimulation sensation from their implantable neurostimulator (ins). They had performed a physician recharge mode (prm) and was instructed by the manufacturer¿s representative ¿not to mess with it¿. They patient did not know if they bumped the device but the stimulation had come on ¿way too high¿. The patient had pain and shocking in the legs and stated ¿it was like having a seizure in his legs¿. They confirmed that they saw a warning power-on-reset (por) but they were also getting an overstimulation. With assistance, the patient was able to turn the stimulation off using the recharger unit. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See manufacturer¿s report # 3004209178-2015-22399 for the patient¿s previously reported device issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.